Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 505 mg/dl at the time of incident. Customer's current blood glucose level was 434 mg/dl. Customer treated high blood glucose level with manual injection. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature or not. Customer stated their transmitter was not working. The insulin pump will not be returned for analysis.